Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion and prime, compromised force sensor and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Information received by medtronic indicated that their insulin pump had motor error alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that they performed self test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.